Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's maude report from the FDA which states; "patient was receiving chemotherapy. He received an hour paclitaxel infusion with no issues. At 13:57 carboplatin (1-hour) infusion was hung. At approximately 14:40 patient pulled his call light and reported that his chemotherapy was leaking. Infusion was stopped at this time. Upon inspection, the secondary tubing was leaking at the "bonded" texium end where it connected with the upper "y" site of the primary tubing (above infusion pump). Upon inspection. Patient had received most of the drug via his IV. An estimated 10-15 ml of the drug had leaked onto the IV pole tray, IV pump, and small amount on floor. Patient informed me he had reached over and touched the spill when he noticed it. Instructed patient to wash hands with soap and water immediately. Notified pharmacy of spill. Pharmacist assisted rn (reporter) to clean up spill per protocol. Pharmacy changed secondary tubing set on chemotherapy . Re-initiated chemotherapy infusion and the leaking started again at end of secondary tubing. Cleaned up leakage per protocol again. Pharmacy then changed both the primary tubing set and the secondary tubing set. Chemotherapy was started again with all new tubing and this time infusion was completed without issue". Conflicting information in the report; event report type is listed as malfunction, and adverse event indicates "n" and problem indicates "y", however event outcome is listed as other serious (important medical event). There is no information in the text to indicate that there was any patient or caregiver harm or medical intervention. No other information is available, no customer information is provided or available.